Event description:
I have been a diabetic for 10 years and have used various test meters, however, the worst one that I've ever used is the one touch ultra smart. This meter always reads too high. I had the same problem with a previous one touch ultra smart meter, when I contracted the company they were nice enough to send a new meter, with the requirement that I return the old meter to them as a defect, I agreed. Thinking that I would not have any more problems with the new meter. I never had any symptoms of my blood sugar going higher, however, I have had with my blood sugar dropping below normal. I take metformin twice a day and lantus (insulin) at night 25 units. The problem is my doctor will increase my insulin according to my meter test results. A false high reading on a meter can result in my blood sugar dropping to low. Thinking that I'm ok when I go out. I have blacked out twice now, because when I left the house my meter showed my blood sugar would be within limits. Several days ago I had a reading of 208 on my meter, I didn't feel the symptoms, I told my wife (who is a home health rn) and she let me use her contour ts meter. I was amazed at the difference, a 14 day average of 39 points. One morning I checked on the one touch ultra smart and had a reading of 475 and on the contour was 181. If I had taken insulin with the one touch meter I would have been in bad trouble. The lot number of the test strips is 3454701 ext date 10/2014. The contour strips (B)(4) date 04/2014. I even purchased a new bottle of test solution lot #3a2bp28 exp 02/20/2015 and recoded the meter as instructed.